Manufacturer narrative:
The lead was retuned without a reported event. As received, only the connector portion of the lead was for analysis. Visual inspection noted two external insulation abrasions breaching the superior vena cava cable lumen and the ring electrode cable lumen located at the proximal region of the lead with no damage noted to the etfe cable coating or the inner coil lumen in both locations. The cause of external insulation abrasion is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Wear problem.